Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl) malfunction occurred due to a patient fall. Status of the ipl is unknown. A comparison of the use before date field and implant date found the device was implanted after the use before date. No patient complications have been reported as a result of this event.